Event description:
It was reported that the system monitor displayed an unclear message and it was not possible to download the log files. After the system monitor was restarted, and it was disconnected and reconnected to the power supply, the problem disappeared.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor displaying an unclear message was confirmed by the submitted picture. The reported event of not being able to download the log files was not confirmed. There was no log file submitted for review. System monitor, serial (B)(6), was not returned for analysis. After the system monitor was restarted, and it was disconnected and reconnected to the power supply, the problem resolved. The provided picture shows an unreadable message in the clinical tab of the monitor. A root cause for the reported events was not conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 26mar13. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 4-¿system monitor¿ explains how to properly interpret and troubleshoot system monitor communication issues. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly insert the memory card. The IFU states ¿the data card is inserted into the slot located behind the door on the left side of the system monitor, with the white side facing the front of the system monitor. The system monitor beeps when the card is correctly inserted.¿ no further information was provided. The manufacturer is closing the file on this event.